Event description:
It was reported by service report that the bed scale was not working. No adverse consequences have been reported.

Manufacturer narrative:
Results: rc: instructions. The user did not follow the operational instructions for bed exit functionality, as they did not zero the scale prior to attempting to set bed exit.